Manufacturer narrative:
(B)(4). Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the devise involved in the event is unknown, root cause was unable to determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # unknown/ unknown head/ lot # unknown, part # unknown/ unknown stem/ lot # unknown, part # unknown/ unknown cup/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-4811, 0001825034-2019-04812.

Event description:
It was reported patient underwent r hip revision on unknown date due to swelling, inflammation, tissue and bone damage. Head, cup and stem were removed. Attempts have been made and no further information has been provided.